Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed in ada site 5 of the patient's mouth, no primary stability or osseointegration was noted. The implant was fully covered with type iii bone. A healing abutment was placed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four months after the dental implant was placed in ada site 5 of the patient's mouth, no primary stability or osseointegration was noted. The implant was fully covered with type iii bone. A healing abutment was placed. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.